Manufacturer narrative:
(B) (4): the complaint breathing circuit was not returned to fisher & paykel healthcare for evaluation. Our investigation was based on the event description, information provided by a fisher & paykel healthcare representative who visited the hospital and our experience with similar complaints. Results: the nursing department from the hospital described the discoloration in the circuit as fungus, but no cultures were taken from the breathing circuit to determine what the substance was. The fisher & paykel healthcare representative who saw the breathing circuit described the substance in the breathing circuit as a "brownish discoloration". Conclusion: without the return of the breathing circuit for testing, we are unable to identify the "brownish discoloration" in the breathing circuit, however, it is possible that the substance in the breathing circuit is related to normal pt secretions. We have noted that the breathing circuit was in use for two (2) weeks. The instructions for use state the following: this product is intended for use for a maximum of 7 days.

Event description:
A hospital in (B) (6) reported via a fisher & paykel healthcare representative that an rt210 breathing circuit had fungus in it. It was reported that the breathing circuit was in use for 2 weeks. No pt consequence was reported.